Event description:
After a review of the pump data, tandem technical support confirmed that the unintended suspended delivery of the pump was due to a button alarm 22.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump unintentionally suspended delivery sporadically without user input. Upon reviewing pump history, tandem technical support confirmed there were no alerts or alarms declared to cause suspended insulin delivery. The customer's blood glucose level was not impacted and the customer stated that she was successfully able to resume insulin from the pump on every occurrence of this issue. Although requested, no additional information was provided regarding the reported issue.